Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter became stuck on the guidewire. During the procedure a samurai 190 cm straight-tip guidewire was placed. The physician advanced another manufacturer¿s pre-dilatation balloon, and inflated and deflated it as usual. As the physician retrieved the balloon, the wire ¿came back as if it were stuck.¿ when the wire was removed from the patient, it was not especially deformed. The physician thought the event was due to the wire. The patient¿s condition was stable.